Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture and activation failure was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) did not deploy, as a rupture was observed. Functional testing of the returned device confirmed a tear on the distal inner member, resulting in loss of pressure. Analysis of the device also noted that the inner member was stretched, and the guide wire exit notch was torn. This type of damage is consistent with manipulation against resistance. It is likely that the sds sustained damage during use, contributing to the reported rupture and subsequent activation failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery with mild calcification, mild tortuosity and 80% stenosis. The 2.75x38 mm xience xpedition stent delivery system (sds) was advanced to the lesion and deployment was attempted; however, it was noted the stent balloon was punctured and the stent did not deploy. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another same size xience xpedition stent was used to complete the procedure. No additional information was provided.